Manufacturer narrative:
Submit date: 10/27/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. Customer reports: the tubing came apart at the black ring retainer that is inserted into the right pocket after stretching around the pump rotor. Tubing came apart at area that tubing is connected to kangaroo chamber. Two separate tubing packages disconnected at the same place. The kangaroo pump itself alarmed to signal malfunction. No harm to the patient.

Manufacturer narrative:
Samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the defect and root cause analysis. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.